Event description:
It was reported to resmed (B)(4) that during a service evaluation at the distributor site, an astral device failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement. Please reference MFR#: 3004604967-2015-00168.